Event description:
When pushed button on IV catheter, needle was slow to retract. Then needle retracted and blue hub disconnected from plastic cannula. Plastic cannula was recovered from patient's vein without difficulty.